Event description:
The patient recently had revision surgery to explant a pulse generator due to end of service and implant a new generator. The new pulse generator was reportedly turned on in the or. Two days following the implant surgery, the patient was diagnosed with an infection at the generator pocket area and the vns system (pulse generator and lead) was subsequently explanted. Pre-operative, intra-operative and post-operative antibiotics had been administered. It was further reported that the patient is stable on IV and post-op antibiotics. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Infection is likely related to the vns implant surgery.